Event description:
Same case as MDR 6000093-2005-01267. It was reported that 171 days after coronary artery drug eluting stenting treatment procedure the pt expired due to complications of a cerebrovascular accident (cva). The pt was enrolled in the arrive 2 program on the date of the index procedure. Target lesion 1 (13 mm long) was identified in the distal circumflex artery (cx), mid cx per cath report, with 90% stenosis and a 2.75 mm reference vessel diameter. The lesion was mildly tortuous. Target lesion 1 was treated with pre-dilatation and the placement of a 2.5 x 16 mm taxus express2 8.8% drug eluting stent. The proximal 3/4 of the stent was post-dilated. Final stenosis was 0%. Target lesion 2 (6 mm long) was identified in the svg to ramus with 90% stenosis and a 3.3 mm reference vessel diameter. The lesion was moderately tortuous. Target lesion 2 was treated with the placement of a 3.0 x 8mm taxus express2 8.8% drug eluting stent and post-dilatation. Final stenosis was 0%, "less than 5%" per cath report. An r-pda lesion was treated with pre-dilatation, the placement of a cypher stent, and then post-dilatation. A bifurcated lesion at the distal rca and pda was also treated with the placement of a cypher stent, intentionally jailing the av groove distal rca beyond the r-pda. This was followed by post-dilatation. The pt was discharged 1 day post index procedure on asa and plavix. The pt was admitted for a right carotid endarterectomy 168 days post index procedure. Of note, the pt had originally presented with carotid disease in 2005 and underwent l cea at that time. Two months later the pt had multiple transient ischemic attacks. She was begun on anti-coagulation therapy that included coumadin, asa, and plavix. These medications were discontinued 166 days post index procedure. Of note, the pt had a history of atrial fibrillation. During the procedure the pt had significant problems with bleeding and two episodes of hypotension. Following the procedure, the pt did not fully regain consciousness. It was believed that she most likely suffered a cva during surgery due to an "embolus from hemorrhagic plaque in the carotid bulb." The pt was transferred to the ICU. Problems with hypertension were controlled with medication. She experienced progressive loss of consciousness. The pt did not respond to commands or painful stimuli 170 days post index procedure. A CT scan of the brain showed extensive r mca territory infarction with subfalcine herniation. Medical support was withdrawn. The pt was provided comfort measures only. She expired 171 days post index procedure. The cause of death was cva, and no autopsy was performed. In the opinion of the physician there was no target vessel involvement related to this event.